Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) patient noticed significant bleeding at the injection site, with an amount of about 0.5 ml . [Injection site haemorrhage] mild pain at the injection site (vas pain score 2) [injection site pain] it was found that some needles had tiny burr on the tip of the needle [needle issue] sealing apron at the connection between the needle tube and the needle seat was slightly loose [needle issue] case description: this serious spontaneous regulatory authority case received via nmpa (national medical products administration) from china was reported by a health care professional nos as "patient noticed significant bleeding at the injection site, with an amount of about 0.5 ml .(injection site bleeding)" beginning on (B)(6) 2025, "mild pain at the injection site (vas pain score 2)(pain injection site)" beginning on (B)(6) 2025, "it was found that some needles had tiny burr on the tip of the needle(needle point burr)" with an unspecified onset date, "sealing apron at the connection between the needle tube and the needle seat was slightly loose(needle issue)" with an unspecified onset date, and concerned a 55 years old male patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "device therapy", , insulin aspart (insulin aspart) from (B)(6) 2025 for "drug use for unknown indication", patient height, weight and body mass index were not reported. Events "patient noticed significant bleeding at the injection site, with an amount of about 0.5 ml","mild pain at the injection site (vas pain score 2)", "it was found that some needles had tiny burr on the tip of the needle" and "sealing apron at the connection between the needle tube and the needle seat was slightly loose" were medically confirmed. Dosage regimens: novopen 5: insulin aspart: (B)(6) 2025 to not reported, not reported to not reported (dose 3iu). Current condition: diabetes (since 8 years). Treatment included - insulin nos (hypoglycemic therapy was performed by subcutaneous insulin injection) on (B)(6) 2025, at 7:00, after breakfast, the patient was scheduled to receive insulin aspart (rapid-acting, pre-meal) according to the doctor's instructions. The responsible nurse verified the patient's information, insulin type, and needle specification, then took out a batch of dongbao needles, checked that the needle packaging was intact without damage or leakage, and within the expiration date. Following standard insulin injection procedures, the nurse assisted the patient in adopting an abdominal injection position (avoiding a 2 cm area around the navel), disinfected the injection site with a 75% alcohol swab and waited for evaporation. The needle cap was removed, the needle was installed on the insulin pen and tightened, and after priming, the needle was quickly inserted at a 90° angle.a dose of 12u insulin was injected, and after injection, the needle remained in place for 10 seconds before withdrawal. A dry cotton swab was used to gently press the injection site for 30 seconds afterwards. One minute after withdrawing the needle, the patient noticed significant bleeding at the injection site, with an amount of about 0.5 ml, accompanied by mild pain (vas pain score 2)(visual analogue scale).after 5 minutes, the bleeding had not stopped, and a subcutaneous bruise with a diameter of about 1 cm gradually appeared at the injection site. The patient immediately notified the nurse. About 5 minutes had passed since injection, during which the patient did not press on any area other than the injection site nor engaged in any strenuous physical activity. The nurse immediately applied moderate continuous pressure to the injection site with sterile gauze (pressure intensity was adjusted to avoid causing obvious pain), prolonging the compression to 5 minutes, while soothing the patient and advising him to remain calm. After pressure, the bleeding stopped.the injection site was disinfected again with a 75% alcohol swab and it was observed that the bruising had not expanded. The nurse then chose the opposite side of the abdomen, used another brand (same specifications) insulin pen needle to reinject the remaining dose (an additional 3u insulin aspart was administered after clinical assessment, as the initial injection might have affected absorption due to bleeding). The doctor was informed and promptly assessed the injection site (bruise diameter 1 cm, no skin breakage or signs of infection) and reviewed the patient's coagulation report (on admission: prothrombin time (prothrombin time) 12.5 seconds, activated partial thromboplastin (activated partial thromboplastin time) time 35 seconds, both within the normal range). Blood glucose was monitored one hour post-injection(blood glucose) and was 7.2 mmol/l, with no hypoglycemia observed. Simultaneously, a sample check was performed on the same batch of dongbao needles, revealing some needle tips with minor burrs and sealing rings at the junction between the needle tube and needle base was slightly loose. The nurse observed changes in the bruise at the injection site every 2 hours and instructed the patient to avoid pressing or massaging the bruised area and to keep the skin clean. 24 hours post-injection, the bruise had not expanded and changed color from purplish red to light purple; after 48 hours, it gradually subsided, and the pain disappeared. After 72 hours, the skin at the injection site returned to normal, with no induration or pigmentation. During this period, the patient's blood glucose remained stable (postprandial 2-hour blood glucose fluctuated between 6.5 - 8.0 mmol/l), and no other symptoms occurred / no other discomfort appeared. Although the nurse operated according to standard procedures, during the installation of the needle, the compatibility between the base of this batch of needles and the injection pen interface was slightly poor (the internal thread depth of the needle base was somewhat shallow). Extra force was required to tighten the needle, which may have caused uneven pressure at the connection between the needle tube and the base, further loosening the sealing ring and indirectly increasing the risk of bleeding and bruising. Additionally, the patient's abdominal subcutaneous fat was relatively thin (ultrasound measurement showed a thickness of approximately 1.5 cm). Although the 31g×4mm needle used was a short needle, for people with thinner subcutaneous fat, if the injection angle was not perfectly controlled (the actual injection angle was about 85°, close to being oblique), the needle may slightly scratch the blood vessel wall, which was another contributing factor to the adverse reaction. The reporter stated that they were unclear about the name of the insulin used by patient and mentioned that the company staff instructed the reporter to follow the instructions in the novopen 5 labeling, specifically that novopen 5 should be used together with novo nordisk insulin cartridges and novofine. The reporter acknowledged and stated that they would pay attention to the proper usage in the future. Batch numbers: novopen 5: pvgew67-1. Insulin aspart: not reported. Action taken to novopen 5 was not reported. Action taken to insulin aspart was not reported. The outcome for the event "patient noticed significant bleeding at the injection site, with an amount of about 0.5 ml .(injection site bleeding)" was not reported. The outcome for the event "mild pain at the injection site (vas pain score 2)(pain injection site)" was not reported. The outcome for the event "it was found that some needles had tiny burr on the tip of the needle(needle point burr)" was not reported. The outcome for the event "sealing apron at the connection between the needle tube and the needle seat was slightly loose(needle issue)" was not reported. Reporter's causality (novopen 5) - patient noticed significant bleeding at the injection site, with an amount of about 0.5 ml .(injection site bleeding) : unknown mild pain at the injection site (vas pain score 2)(pain injection site) : unknown. It was found that some needles had tiny burr on the tip of the needle(needle point burr) : unknown. Sealing apron at the connection between the needle tube and the needle seat was slightly loose (needle issue): unknown. Company's causality (novopen 5) - patient noticed significant bleeding at the injection site, with an amount of about 0.5 ml. (Injection site bleeding): possible mild pain at the injection site (vas pain score 2) (pain injection site): possible it was found that some needles had tiny burr on the tip of the needle (needle point burr): possible. Sealing apron at the connection between the needle tube and the needle seat was slightly loose (needle issue): possible. Reporter's causality (insulin aspart) - patient noticed significant bleeding at the injection site, with an amount of about 0.5 ml.(injection site bleeding) : unknown mild pain at the injection site (vas pain score 2)(pain injection site) : unknown it was found that some needles had tiny burr on the tip of the needle(needle point burr) : unknown sealing apron at the connection between the needle tube and the needle seat was slightly loose(needle issue) : unknown company's causality (insulin aspart) - patient noticed significant bleeding at the injection site, with an amount of about 0.5 ml.(injection site bleeding): possible mild pain at the injection site (vas pain score 2) (pain injection site): possible it was found that some needles had tiny burr on the tip of the needle (needle point burr): possible sealing apron at the connection between the needle tube and the needle seat was slightly loose (needle issue): possible. Case received from regulatory authority; no follow up can be performed. Hence, no further information available. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. References included: reference type: e2b authority number reference ID#: (B)(4) reference notes: nmpa (national medical products administration), chn reference type: e2b linked report reference ID#: (B)(4) reference notes: linked case. Preliminary manufacturer comment: (B)(6) 2025: the suspected device was not returned to novonordisk for investigation. No conclusion is reached.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) bleeding at the injection site [injection site haemorrhage] mild pain at the injection site [injection site pain] needles had tiny burr on the tip [needle issue] sealing apron at the connection between the needle tube and the needle seat was slightly loose [needle issue]. Case description: investigation results: name: novopen 5, batch number: pvgew67-1 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the product was not returned for examination. It was requested, if possible, please forward the reported product(s) for further investigations.the batch documentation was reviewed.check record of assembly batch pvgew67:1) for bpr checking, intervention log, line clearance, ipc were checked, no abnormal was found. 2) for logbook review, batch start, batch end, intervention record were checked, no abnormal was found.3) during qc testing, checkpoints a03, a08 and a09 involved pressing the dosage selector. The maximum sample size for these three checkpoints is 74 pcs. All test results complied with specification, and no abnormalities were found during testing of batch pvgew67. See the attached qc report.see enclosure severity level & process control evaluation & qc inspection reportnonconformity-related documentation was examined. No irregularities recorded and therefore no further action.no abnormalities relating to the observed problem were found. The evaluation and validation for assembly line is listed as below.the injection force by pushing button will be measured at em09 of cell3, if the defect is out of the control limit will be automatically rejected during normal production.see enclosure severity level & process control evaluation & qc inspection reportthere was no similar customer complaint (cc). This was the first time that complaints regarding this defect of this batch was received for stj durable production.the batch documentation had been reviewed and found to be normal. Case received from regulatory authority, no follow up can be performed. Hence, no further information available. Since last submission case has been updated with the following information: -investigation results updated -device tab: is non-reportable and malfunction fields updated to no -EU/ca tab: expected date of follow up removed and final report was ticked -device addendum: annex b c d g codes updated -CAPA comment updated in eol -narrative updated accordingly. Final manufacturer comment: (B)(6) 2025: the suspected novopen 5 device has not been returned to novo nordisk for assessment. Examination of a reference sample did not reveal any issues linked to the reported problem, and a review of the batch records showed everything to be in order. Due to the limited information available on how the suspected device was handled, it has not been possible to determine a definitive root cause concerning the novopen 5's functionality. It is advised to use novo nordisk needles with the novopen 5. It is noteworthy that the patient used a non-novo nordisk needle, which was found to have a burr on the needle tip. This defect may have contributed to injury at the injection site and subsequent bleeding. H3 continued: evaluation summary name: novopen 5, batch number: pvgew67-1 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the product was not returned for examination. It was requested, if possible, please forward the reported product(s) for further investigations.the batch documentation was reviewed.check record of assembly batch pvgew67:1) for bpr checking, intervention log, line clearance, ipc were checked, no abnormal was found. 2) for logbook review, batch start, batch end, intervention record were checked, no abnormal was found.3) during qc testing, checkpoints a03, a08 and a09 involved pressing the dosage selector. The maximum sample size for these three checkpoints is 74 pcs. All test results complied with specification, and no abnormalities were found during testing of batch pvgew67. See the attached qc report.see enclosure severity level & process control evaluation & qc inspection reportnonconformity-related documentation was examined. No irregularities recorded and therefore no further action.no abnormalities relating to the observed problem were found. The evaluation and validation for assembly line is listed as below.the injection force by pushing button will be measured at em09 of cell3, if the defect is out of the control limit will be automatically rejected during normal production.see enclosure severity level & process control evaluation & qc inspection reportthere was no similar customer complaint (cc). This was the first time that complaints regarding this defect of this batch was received for stj durable production.the batch documentation had been reviewed and found to be normal.